Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the lead window on the programmer it listed lead models with reported magnetic resonance imaging (MRI) in the name, however per the lead models' manual these leads are not MRI compatible. The programmer remains in use and has not been returned to service. No patient complications have been reported as a result of this event.